Event description:
Complainant alleged that during a shift check, the autopulse® platform displayed user advisory 02 (compression tracking error) and 16 (timeout moving to take-up position) messages, that were unable to be cleared by powering the device off and on. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
Product in complaint was returned to zoll circulation on (B)(6) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed and no damages were observed. Functional testing was performed and the reported user advisory 2 (compression tracking error) and user advisory 16 (time-out moving to take-up position) faults were observed upon power up of the platform. Further inspection identified that the brake gap had seized causing the observed faults. The brake gap was freed and cleaned with alcohol and the platform was re-tested and no user advisory faults were noted. The platform was successfully run with the test mannequin for 20 minutes and an additional 20 minutes with an lrtf (large resuscitation test fixture), with no problems. During the course of functional evaluation, the platform's display screen was observed to not be functioning properly. The image was distorted with a line appearing at the bottom of the display. A review of the archive was performed and no issues were noted on the reported event date. Multiple user advisory 2 (compression tracking error) and user advisory 16 (time-out moving to take-up position) faults were observed on other dates. Based on the investigation, the part identified for replacement was the lcd display. In summary, the reported complaint was confirmed during functional inspection as well as archive review and was found to be due to the brake gap seizing. Following freeing up and cleaning the brake gap with alcohol, the platform passed compression testing with no ua faults observed. Unrelated to the reported complaint, the platform lcd display was found to not function properly (display distortion), and was replaced to remedy the issue. Following service the device passed all testing criteria.